Manufacturer narrative:
Concomitant medical products: product ID: 8731scm, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found c300. There was a broken catheter body with a compressed are and catheter body leak past the barb on the connector pin. Analysis of the pump found no anomaly.

Event description:
It was reported that the patient was having a pump replacement due to normal battery depletion. When the pump pocket was opened, a large portion of the catheter was twisted in the pocket, and broken away/disconnected from the pump connector at the distal segment. Fluoroscopy was used to visualize the spinal portion of the catheter. The decision was made to not replace the catheter or pump at that time. The remainder of the catheter was removed. There were no patient symptoms; the patient had been stable with pain control for ¿several months¿. The patient status was alive with no injury at the time of the report, and the patient was later reported to be doing fine. The pump system was being used to infuse morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.